Event description:
It was reported by the sales rep that the device was used in a thyroidectomy. It was reported that the electrical connector broke before surgery. A new handpiece was used to complete the case. There was no consequence to the pt.